Event description:
System level k2. The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product. Medical records reviewed: on (B)(6) 2012, the patient was in clinic for hemodialysis. After about 3 hours of treatment the patient reported right leg cramps, a bolus of normal saline solution was given, the patient became unresponsive, no pulse or respirations were observed, CPR was initiated, an electronic cardiac defibrillator was applied to the patient and no shock was indicated. The emergency response team was called, upon arrival the patient was intubated and transported to the hospital, where the patient expired.

Manufacturer narrative:
Product identifiers were not provided for evaluation. A historical record review of the production lots identified through the treatment record review has been requested however, has not been completed. A supplemental report will be submitted upon completion of the investigation. Related mdrs: 1225714-2013-01236, 1225714-2013-01237, 2937457-2014-00363, 8030665-2014-00216 and 1713747-2014-00116.